Event description:
Loop electrode was dispensed to field during hysteroscopy. Loop placed into resectoscope. Loop broke off and another loop was dispensed. Second loop electrode loop came off while being used inside patient while getting tissue sample. Md retrieved both loops.